Manufacturer narrative:
A company service representative examined the system and confirmed the error message. The laser controller board was replaced, the laser software was reloaded, and the laser was recalibrated. A cracked tray assembly was also replaced. The system was then tested and met all product specifications. A sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt harm/injury". (No consequences or impact to pt). Product problem(s): "system message displayed". (Device displays error message; "switched to another unit to complete case". (No code available). A customer reported receiving an error message during a case. Another system was brought in to complete the laser portion of the case. There was no pt impact.